Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium are multiple silver, metallic, firm coils') and uterine leiomyoma ('reproductive system disorder or condition type of disorder or condition:fibroid') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, paratubal cyst and leiomyoma nos. MRI of the pelvis (B)(6) 2012, hysterosalpingogram (hsg) was performed. Concomitant products included docusate from (B)(6) 2013 to (B)(6) 2013, doxycycline from (B)(6) 2013 to (B)(6) 2013, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2013 to (B)(6) 2013 and omeprazole from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain,"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain / chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and alopecia ("hair loss"), 1 month 25 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (embolism of fibroid/uterine arteries and total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, uterine leiomyoma, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, anaemia, nausea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, embedded device, menorrhagia, nausea, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 185 lbs. As per mr, discrepancy noted in date of insertion: (B)(6) 2012. Description of procedure: hysteroscope reinserted with easy visualization of both tubal ostia. Essure implant placed with two trailing coils on right and seven trailing coils on left. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: findings: the patient has had interventional tubal ligation by the essure procedure. Interventional tubal ligation wires are in good position. Injection into the intrauterine cavity demonstrates a deformed intrauterine cavity from a large posterior fibroid. Neither fallopian tube could be filled suggesting tubal ligation has been achieved bilaterally.; on (B)(6) 2012: follow up interventional tubal ligation by essure procedure. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia,uterine leiomyoma, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium are multiple silver, metallic, firm coils') and uterine leiomyoma ('reproductive system disorder or condition type of disorder or condition:fibroid') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, paratubal cyst and leiomyoma nos. MRI of the pelvis (B)(6) 2012, hysterosalpingogram (hsg) was performed. Concomitant products included docusate from (B)(6) 2013, doxycycline from (B)(6) 2013, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2013 and omeprazole from (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain,"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain / chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and alopecia ("hair loss"), 1 month 25 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (embolism of fibroid/uterine arteries and total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, uterine leiomyoma, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, anaemia, nausea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, embedded device, menorrhagia, nausea, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. As per mr, discrepancy noted in date of insertion:(B)(6) 2012. Description of procedure: hysteroscope reinserted with easy visualization of both tubal ostia. Essure implant placed with two trailing coils on right and seven trailing coils on left. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: findings: the patient has had interventional tubal ligation by the essure procedure. Interventional tubal ligation wires are in good position. Injection into the intrauterine cavity demonstrates a deformed intrauterine cavity from a large posterior fibroid. Neither fallopian tube could be filled suggesting tubal ligation has been achieved bilaterally.; on (B)(6) 2012: follow up interventional tubal ligation by essure procedure. Total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia,uterine leiomyoma, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's medical history, lab data, event "embedded within the myometrium are multiple silver, metallic, firm coils" and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.